Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that piece of the stylet broke off into the patient during fluoroscopy placement. There¿s a small piece that broke in the patient abdomen as he was using the stylet to change an abdominal drain. Pt wasn¿t injured but the piece is still there. This was an off label use of the stylet made for the PICC insertion because they couldn¿t find a small guidewire to use. He said the stylet got stuck. Note: dr doesn¿t want any follow-up.